Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that after the third clip fired from the er420 instrument, the next clip was crooked. Another instrument was used to complete the case. There was no consequence to the pt.